Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of reyc1892 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer, at this time, for evaluation. Device not returned.

Event description:
Healthcare professional informed us that during the use of the device, this caused an alleged extravasation due to an alleged hole into the insertion point. No damage for the patient reported being not a necrotic drug. They informed our moh as incident sample available.